Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the returned device. Blood was present throughout the dialyzer and on the outside of the fibers. During gross visual examination, a broken fiber was observed at approximately 0° on the non-cavity ID end, with the dialysate ports at 0°. Under magnification of 20x, the break in the fiber was noted to be 1.05mm from the polyurethane (pu) surface. The opposing end was identified near the break. Further examination of the complaint device did not identify any other damage or irregularities. The dialyzer was not subjected to a laboratory leak test as broken fibers are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred one hour and five minutes after the start of a patient¿s hemodialysis (hd) treatment. There was no visible blood in the dialysate. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was used, and it tested positive for the presence of blood. Fresenius bloodlines were also being used. No visible damage or defects were noted on the dialyzer. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available to be sent back for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an internal dialyzer blood leak occurred one hour and five minutes after the start of a patient¿s hemodialysis (hd) treatment. There was no visible blood in the dialysate. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood test strip was used, and it tested positive for the presence of blood. Fresenius bloodlines were also being used. No visible damage or defects were noted on the dialyzer. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was confirmed to be available to be sent back for manufacturer evaluation.